Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown. The reported condition was confirmed during device evaluation as failure code 38. The sample was evaluated onsite by a field service technician. The force sensing resistors were found to be damaged. The fsrs were replaced to correct the reported condition. A service history was performed and revealed no prior service for the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that did not work. Upon further investigation by the quality engineer, the reported condition was confirmed as failure code 38. It is unknown at which process step or at which care area this event occurred. There was no patient involvement, injury or medical intervention related to this event. No additional information is available at this time.